Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number are unknown. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, the 2.5 hex screw driver was damaged when inserting the screw. The hospital continued using the other driver in the set to complete the surgery, and no fragments for the 2.5 hex screw driver were left in the patient. It was also reported the surgery was not prolonged. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00030 for the driver involved in this event.